Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure an unknown dislodged while the sheath was slitting. The physician used a new sheath to implant the lead. The initial sheath was removed and discarded. The lead remains in use. No patient complications have been reported as a result of this event.